Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the patient felt uncomfortable and experienced "sudden death situation" and required emergency rescue. It was noted the physician had attempted to position the lead to the target position many times but the lead dislocated and could not be placed into the target position. The physician then attempted to implant a different lead after the emergency rescue took place, but the lead could not be placed in the target position. It was further noted both leads exhibited high impedance measurements and the physician decided to "give up" on the operation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).